Manufacturer narrative:
Concomitant medical products: fr99525 tissue valve, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed bacteremia. The implantable pulse generator (ipg) system was removed and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.